Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was reprogrammed due to intermittent shock impedance greater than 150 ohms home monitoring. Far field signal and nearfield signal normal. Intermittent issue could not be recreated in office. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.